Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the device's o2 valve was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device displayed an "offset self-check failure-1174" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.